Event description:
Additional information received from reporter on 14-dec-2023, for mw5149232. Dexcom g6 sensor inaccuracy: 6:51 pm g6 reading 119, finger stick reading is 75.

Event description:
Dexcom g6 sensor inaccuracy: 11:20am g6 reading 125, 11:25am g6 reading 110, 11:30am g6 reading 97. Finger stick reading at 11:30am is 119. At 10:35pm g6 reading 153 with straight down arrow, finger stick at this time is 218. At 11:45pm g6 reading 266 with two straight arrows up! Finger stick reading at this time is 210. At 3:35am g6 reading 154 with two arrows straight up, finger stick reading is 119. G6 sensor activated on (B)(6) 2023, inserted on (B)(6) 2023.